Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted today and needs assistance using their external devices to access myotherapy application. Patient indicated they have been trying to communicate to the ins and not been able to. Patient mentioned the manufacturer representative (rep) initially had some difficulty encountering the same issue but was able to resolve it and program the patients device. The patient would like to decrease amplitude because they are in pain and believe it is because the stimulation is up too high. Patient indicated the rep decreased amplitude but it turned out to not be low enough. Patient was having problems walking because of the pain, was crying in pain and described it as a shocking sensation. Patient's doctor gave patient 8 tablets of very low dose oxytocin. Troubleshooting was unable to be performed as the patient has been trying for an hour to connect to ins but now they are seeing the low communicator battery message. Reviewed the communicator will need to be charged and patient can call patient services back for additional troubleshooting. Reviewed that poor telemetry may be due to pocket healing and bandages and if not resolved patient will need to follow up with managing physician.